Event description:
It was reported that during the three month follow-up visit, the right ventricular lead threshold was high. The lead was reprogrammed and remains in use. The patient was a participant in the post-myocardial infarction remodeling prevention therapy (prompt) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 5554 implantable pacing lead, (B)(6) 2013; 4196 implantable pacing lead, (B)(6) 2013. (B)(4) .